Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n462333, implanted: 2014-(B)(6), product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was also reported that the patient had poor coverage of his foot pain with the spinal cord stimulation (scs) therapy. The implant was for pain in the patient¿s feet. It was noted that there was less than 50% pain relief and no determine of cause found. It was noted ¿dude x-ray lead looks like it¿s in the same position.¿ reprogramming was tried with no luck. The patient was not getting effective therapy and would follow-up with the doctor soon. Later, it was reported that the patient was explanted 2015-(B)(6). The device would be sent in for analysis.

Event description:
Additional information received reported that the patient received without sequela following the explant.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no anomaly. Analysis of the lead found that there was no significant anomaly¿the lead body was cut through and the product segmented.

Event description:
It was reported that the patient felt a pop in his back and felt a pinching sensation. Ever since, the patient¿s therapy had not been as effective. It was not known what the patient was doing when this occurred or when it occurred. The voltage was 3-4 volts immediately after implant but had to use 8-10 volts after the event to get any coverage at all. Ap or pa x-rays showed that the system appeared normal and to be the same as when it was implanted. It was noted that a lateral x-ray had not been taken. Impedances were noted to be ¿fine.¿ follow-up was performed to determine if there was a 50% or greater reduction in symptoms, if the cause of the event had been determined, if reprogramming was needed, if any troubleshooting had been done, if any corrective action took place, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Event description:
Additional information was received from an MRI technician on (B)(6) 2017. They stated that the procedure was not due to a problem with the device or therapy but the patient has a lead fragment as a result of the implant removal. They indicated that the event date was (B)(6) 2015. MRI guidelines were sent to the MRI technician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-21. The patient stated that the lead was ¿scarred¿ in. A decision was made to leave in place. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-22. The patient stated that their surgeon felt that removing the lead fragment might cause damage since there was scar tissue around it. No further complications were reported/are anticipated.